Manufacturer narrative:
Preliminary investigation performed by r&d shoulder manager: as reported by the event description, the breakage of the screw may have been caused by a malalignment between the screwdriver and the screw. Batch review performed on 14 december 2018; lot 174744: (B)(4) items manufactured and released on 25 january 2018. Expiration date: 2023-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery the prongs of the glenoid polyaxial locking screw broke. The prongs and the inner locking screw were removed, the body of the outer locking screw was left in place. The breakage of the screw happened when it came in contact with the metaglene.